Event description:
Nursing assistant was transferring resident with a lift to a gerichair when the pressure suddenly droppedand the legs went back together and the lift tipped over and the resident landed on the floor on his side and obtained a laceration on the head and also fractured his hip requiring surgery.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.